Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 511 mg/dl with large ketones. Reportedly, the cause of the high bg's were unknown. The customer suspected it could have been due to a growth spurt or alleged that the pump was not working properly. Customer addressed high bg's with syringes, consuming water and going hiking.